Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 555 mg/dl. The customer changed the infusion set tubing. A pump system check was performed and no device issues were observed. The customer was to change out the infusion set site. The customer declined any further follow-up.